Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim valve was implanted on (B)(6) 2020 on a (B)(6) male patient and three months later, the patient experienced high icp (intracranial pressure) and the valve could not be programmed. The physician suspected the valve was occluded and on (B)(6) 2020, the valve was retrieved and replaced. Additional information received on (B)(6) 2020 stated that the occlusion was confirmed after it was retrieved, the patient is in stable condition.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.